Event description:
It was reported by the physician that the vocal cord paralysis was caused by a procedure unrelated to the vns. No further relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital with "stimulation-related dyspnea and stridor." It was reported that the patient's throat would close to 5 - 6 mm in diameter when stimulation occurred; which prevented the patient from breathing properly. It was reported that the magnet was used to disable the generator stimulation. It was reported that there was a low impedance reading detected. The representative indicated that the low impedance may be caused by the patient's "ziopatch or holter monitor for atrial fibrillation." It was reported that the patient's left vocal cord was being paralyzed with stimulation. The patient's generator was disabled due to the reported adverse events. At the time of the report, it is unclear whether the low impedance is causing/contributing to the left vocal cord paralysis with stimulation. This report captures the patient's vocal cord paralysis with stimulation. MFR report #: 1644487-2019-01884 captures the patient's low impedance reading. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.